Manufacturer narrative:
Device was evaluated, the pre-temperature testing did not confirm the reported event: angle 79f, base 73f, and distal bearings 72f, the bearing and output drive were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer the bur is loose and does not click when using the angled attachment. Same causing the motor to overheat. MDR submitted. Analysis found corroded bearings.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the bur was loose and would not click (attach properly) to the angled attachment, which caused the motor to overheat. There was no reported patient injury or impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.